Event description:
Description of the event (provide specific and precise details of the event): it was reported that nurses noticed a piece of blue plastic at the tip of the catheter. The device was retrieved by the pharmacy. Was there any injury or suspected harm to the user or patient? (Provide detailed information): no impact on the patient; the medical device was not used.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.